Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device and scanning electron microscopy (sem) analysis did confirm the balloon rupture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to indicate the presence of a product quality deficiency.

Event description:
It was reported that the mini trek 2.0x12 was prepped and soaked in saline and upon the first inflation in the left anterior descending artery, it ruptured at 6 atmospheres. A mini trek 2.0x12 was used with no issue. There was no clinically significant delay in the procedure and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.